Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After the procedure, the patient began to have insertion site pain. The patient was hospitalized and treated with two rounds of unknown antibiotic medications. During hospital stay, an "internal infection" and "a whole disc were found" was discovered. The patient continues to have insertion site pain and inflammation. The device remains implanted.

Event description:
It was later reported that the patient was treated with oral antibiotic, flucloxacillin 500 mg capsules. The patient's weight was +/- 63 kg at the time of event. The device was implanted on (B)(6) 2025 and remains implanted.

Manufacturer narrative:
A4: weight reported as +/- 63 kg. Additional, changed, and/or corrected data: a4, b5, b7, d.6a.